Event description:
It was reported that during the tka, the triathlon prim tib baseplate was not held with the baseplate impactor/extractor properly. Therefore, the surgeon used another size baseplate instead.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.